Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered multiple alerts for high pacing impedance. In addition, it was reported that the rv lead pacing impedance had been jumping to an undefined level. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.